Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event mentioned in b5 occurred due to clogging of the channel mount unit. The root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the videoscope had residual liquid/foreign material coming out of forceps channel port and distal end. There was no patient involvement.